Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/11/2017 with the following findings: the pump was returned and when tested all of the keypad buttons responded intermittently. There was no physical damage found on the keypad. The keypad was removed and contamination was found on all the button contacts. Unrelated to the original complaint, further investigation revealed the pump casing was cracked at the bottom right corner between the keypad and the pump seal. A dim display was found with a red discoloration of the text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.